Manufacturer narrative:
Concomitant medical products: product ID 977a260, lot#/serial (B)(6), implanted: (B)(6) 2019, product type lead product ID 977a260, lot#/serial(B)(6), implanted: (B)(6) 2017, product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, although not 100% certain, it is assumed the high impedances were caused by the multiple falls the patient has experienced. X-rays have not yet been taken. Reprogramming was done and patient stated that he was receiving stimulation closer to the areas of pain. Once x-rays are available additional reprogramming will be done.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2017, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient came back for a follow up and stated he had fallen twice and does not get stimulation in his back anymore. The impedances were checked and 4 additional electrodes were out of range bringing the total electrodes out of range to 10. A thoracic x-ray was scheduled and the patient was reprogrammed to achieve some therapeutic effect.

Event description:
Additional information was reported that the patient came back for a follow up and stated he had fallen twice and does not get stimulation in his back anymore. The impedances were checked and 4 additional electrodes were out of range bringing the total electrodes out of range to 10. A thoracic x-ray was scheduled and the patient was reprogrammed to achieve some therapeutic effect. E1: it was reported that, although not 100% certain, it is assumed the high impedances were caused by the multiple falls the patient has experienced. X-rays have not yet been taken. Reprogramming was done and patient stated that he was receiving stimulation closer to the areas of pain. Once x-rays are available additional reprogramming will be done. 2021-(B)(6) rtg0229402 (rep): additional information was received from a manufacturer's representative (rep) that was informed patient had a bad fall (unknown date) and may have some impedance issues. Upon checking impedances, the rep reported the majority were at 40k ohms with "do not use" but a few were orange and green. The rep stated they had looked at references of 0 and 1 and saw similar results. The rep stated it was unknown if the patient had noticed any change in therapy. Manufacturer representative checked reference 8. The manufacturer representative attempted to reprogram the patient using the in-range electrodes. The issue was not resolved through troubleshooting.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260 , serial# (B)(4), implanted: (B)(6) 2019, product type: lead . Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial/lot #: (B)(4), ubd: 19-dec-2022, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 11-feb-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient had high impedances in 6 electrodes of both leads. Patient lost therapeutic effect. Patient had suffered multiple falls since last meeting. Impedance check was conducted. The ins was reprogrammed around the high impedance electrodes. Therapeutic effect was achieved and patient left satisfied. No further action was recommended by the doctor. Issue was not resolved. No further complications were reported/anticipated.